Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp in the aux illuminator module appeared to have exploded and damaged the aux illuminator itself. The aux illuminator module was replaced as a result. The system was tested and found to meet product specifications. The system was manufactured on february 11, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, the conditions that led to the lamp¿s nonconformity could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported a system message displayed and ports 3 and 4 were unusable before a procedure. There was no patient involvement.